Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours on the arm. The patient's blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl). Symptoms reported include pain, discomfort, swelling and purulent discharge. The patient contacted their physician and was advised to go to the hospital. The patient went to nij smellinghe hospital on 04mar2025 and had the infection cut and the purulent discharge was flushed out. After the surgery, the patient was prescribed antibiotics named amoxicillin. Hyperglycemia treated with a new pod. The patient was discharged the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type:

Manufacturer narrative:
During the investigation the needle tip was found to be dull and squared off. The dull needle would not have contributed toward the reported infection. The exact cause of the diagnosed infection could not be determined.